Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, were the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.